Event description:
It was reported that the egms indicated t-wave oversensing, and the device delivered atp (anti-tachycardia pacing) and cv (cardioversion). The t-wave was large on the near field egm but barely noticable on the far field egm. Several non-sustained tachycardia episodes occurred around the same time. The patient was enroute to dialysis when the episode occurred and was later in the ER, with no evidence of ongoing t-wave oversensing. Recommendations were made against programming changes since this was not occurring real-time, and the oversensing was transient and could be due to the patient's clinical status at that time. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.